Manufacturer narrative:
A supplemental will be filed once the investigation is complete.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. Upon visual inspection a kink was observed 6 cm from the tip, distal to the transition point of the catheter. The device was found to be eligible for rejection based on a kink and improper curve. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution. The results of the investigation determined that the reported issue was confirmed. A review of the DHR supports that the device is unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root cause is mishandling subsequent to distribution from stryker. The instructions for use (IFU) states: "inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions." "Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires." "Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters." This report was filed due to sss being in a two year reporting cycle for deflectable ep catheters having a kink distal to the transition point.

Event description:
It was reported that there was a kink near the distal end of the ibi inquiry steerable ep catheter. The issue was noticed prior to procedure without any patient impact, medical intervention, surgical delay, or adverse consequences.

Event description:
It was reported that there was a kink near the distal end of the ibi inquiry steerable ep catheter. The issue was noticed prior to procedure without any patient impact, medical intervention, surgical delay, or adverse consequences.